Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for high blood glucose. The patient experienced vomiting and body aches. The patient's blood glucose at the time of incident was in the 300 mg/dl range. The customer was treated with IV fluids, morphine for his stomach pain, protanics, and something for his vomiting. The customer also used insulin pump therapy and manual insulin injections. Troubleshooting was declined. No products were returned or replaced.